Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that the patient underwent a water vapor therapy and there were no issues present during the procedure. The patient had a lot of irritation with voiding, urgency and frequency post procedure. The physician performed a cystoscopy to check for a stricture and noticed a white substance (build up) in the patients urethra. The build up was dispersed using the scope tip and water flow.

Event description:
It was reported that the patient underwent a water vapor therapy and there were no issues present during the procedure. The patient had a lot of irritation with voiding, urgency and frequency post procedure. The physician performed a cystoscopy to check for a stricture and noticed a white substance (build up) in the patients urethra. The build up was dispersed using the scope tip and water flow.

Manufacturer narrative:
Correction of field h6. Patient codes. Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with rezum procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU lists urinary urgency and urinary frequency as potential adverse events associated with this device; irritation is also included as a caution. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: actual event date is unknown.